Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the patient had lots of drainage leaking out of site and had severe back pain. The patient had blood patch and was prescribed with antibiotics. The patient underwent a lead pull and was doing well postoperatively.